Event description:
Pt reported obtaining back-to back blood glucose results of 235 mg/dl, 98 mg/dl, and 76 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these values. No pt injury was reported and no treatment was received. While on the line with technical support, quality control testing was performed on the suspect device; both level-one and level-two control solutions tested outside of the acceptable range. Technical support requested the return of the suspect product, and replacement product was shipped.